Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "pc ran into a problem and needs to restart" error message, then rebooted on its own. Technical support (ts) suggested they replace the hdds. The bme stated that he didn't think they had ever been replaced on this cns. Ts advised that nk recommends replacing them every 2 years. No patient harm was reported. Investigation summary: the reboot event was consistent with an operating system error. Review of the device's history indicated that the hard disk drives had not previously been replaced. Based on the error message and system age, the most likely cause was aging or degraded hard disk drives leading to an os-level fault and reboot. The customer was advised that periodic hdd replacement is recommended to reduce the likelihood of recurrence. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/16/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested device information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "pc ran into a problem and needs to restart" error message, then rebooted on its own. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "pc ran into a problem and needs to restart" error message, then rebooted on its own. Technical support (ts) suggested they replace the hdds. The bme stated that he didn't think they had ever been replaced on this cns. Ts advised that nk recommends replacing them every 2 years. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested device information cannot be provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "pc ran into a problem and needs to restart" error message, then rebooted on its own. No patient harm was reported.